Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a 29mm transfemoral tavr case in the aortic position, the first valve and delivery system were advanced through the sheath and aligned without issue. There was no significant tortuosity or calcification of the vasculature. The valve advanced across the aortic valve but was unable to be deployed due to a hole in the delivery system balloon, blood return was noted in the syringe. The valve and delivery system were successfully retrieved and a new sheath was inserted. A second 29mm s3 valve and delivery system were prepped, inserted, and deployed without issue. Upon inspection of the first delivery system a small tear was noted in the balloon shaft about 5mm distal from the hypotube. The device will be returned for evaluation.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During pre-decontamination an I/c bond separation was confirmed.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, an I/c bond separation was confirmed. The valve appears canted on the inflation balloon. Flex tip gouges were observed. Imagery was provided and shows that access vessels on both sides of the patient had minimum luminal diameters (mld) greater than 6.0mm. There was no significant tortuosity or calcification of the vasculature, but multiple points of curvature in the aorta. Crimp balloon double wall thickness measurements were taken to ensure that the thickness of the material was within specification. A thin balloon could contribute to the observed balloon tear and could be indicative of a manufacturing nonconformance. The crimp balloon double wall thickness was found to be within specification. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. A DHR review was performed and did not reveal any issues that could have contributed to this complaint event. A lot history review was performed and revealed no other complaint relating to ¿balloon ¿ torn¿. Review of complaint history revealed that the occurrence rate exceeded the march 2018 control limit for the trend categories ¿damaged.¿ no IFU/ training deficiencies were identified. Inspections and product verification testing in placed during the manufacturing process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿balloon ¿ torn¿ was confirmed based upon the visual inspection of the returned devices. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra. Despite the report that the patient had no significant vasculature calcification / tortuosity, it was noted during imagery review that there were multiple points of curvature in the aorta. Additionally, visual inspection of the returned device showed that the valve was canted on the inflation balloon and that there were gouges on the flex tip. This suggests that the physician may have aligned the valve in a non-straight section of the aorta. If the physician performed the valve alignment process in a curve, it may result in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As a result, the root cause for the reported complaint events can likely be attributed to patient and/or procedural factors. However, based on available information, a definite root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required. Although the occurrence rate exceeded the march 2018 complaint trending control limit for ¿damaged¿, no manufacturing non-conformance was identified in the returned device. Additionally, a review of complaints and available information revealed that no product non-conformances or IFU/training manual deficiencies have been identified. As such, pra escalation is not required, however, per management discretion, a pra was previously initiated to assess and document the crimp balloon tear issue and its associated risks. No manufacturing nonconformances or IFU/training manual deficiencies have been identified in the investigations.